Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports. It was reported that the pt had onset of severe intractable pain. The pump contained morphine sulfate 39 mg/ml at a dose of 14.79 mg/day. A kink/occlusion in the intrathecal section of catheter was found. The pt underwent surgery; system was explanted/replaced. The pt recovered without sequela.